Event description:
It was reported that prior to the start of a da vinci assisted radical hysterectomy surgical procedure, customer encountered error 319 on universal surgical manipulator (usm) 1. Technical support engineer (tse) asked if they could reposition the arm by using the clutch buttons on the arm which was not possible. Tse asked the color of the arms, arm 1 had no color, it was greyed out, arm 2,3 and 4 were blue. Tse guided nurse in performing a restart of the system, using the circuit breaker and epo, but after the restart the result was the same. Tse asked if the surgeon would be willing in using the system with three arm. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using three robotic arms and was not converted to either traditional laparoscopic surgery or open surgery. There were no reported complications or injuries to the patient during the procedure. Information regarding relevant patient laboratory tests, diagnostic studies, results, and dates performed was not available. Information regarding the patient's medical history and any pre existing medical conditions was also not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.